Manufacturer narrative:
No trend identified and the device mfg quality records indicated that this component met all requirements to perform as intended. Based on the visual examination, and the available info in the surgical note and radiographs, it can be concluded that the fitmore cup was partially loosened with one side well fixed in the bone. This led to a dynamic migration process of the cup, where the well anchored, in the bone integrated part of the sulmesh could not follow the motion of the cup, which led to do bonding and tearing of the sulmesh from the shell. Since the investigation has been done with the aforementioned investigation result, zimmer (B)(4) will consider this case as closed. (B)(4).

Event description:
It has been reported that the pt received a zimmer fitmore shell with screws cone 58/ll, left side, on (B)(6) 2000 and due to loosening of the cup. The pt underwent revision surgery on (B)(6) 2012.